Event description:
In 2008, the pt reported that he received an e4 (occlusion) error the previous night while attempting to bolus 4 units of insulin. He stated that he had experienced occlusions and elevated blood glucose of 300 mg/dl for 3 days prior to this. Symptoms of elevated blood glucose were dehydration and lethargy. His target blood glucose range is 150-180 mg/dl. The pt was not experiencing occlusions or elevated blood glucose at the time of the report. He had switched to his backup infusion device using new accessories. The pt uses his right and left lumbar area for infusion sites and his nurse believes he may have scar tissue. The infusion sites were red and irritated but not painful. He stated that he changes his infusion site every 4 days and his infusion tubing and insulin cartridge every 7 days. He was advised to change the infusion site every 3 days and the infusion tubing and insulin cartridge every 6 days. The pt was educated on proper infusion site rotation and selection. To troubleshoot the pt's nurse was instructed to perform an empty prime and bolus with the primary infusion device. She was able to do so without error. The pt did not require medical assistance from a healthcare profession or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.